Event description:
Patient hospitalized due to hickman malfunction on (B)(6)2017. New hickman central catheter placed in on (B)(6)2017 and pt discharged same day. No other information provided. Manufacturer of hickman is unknown. Reported to (B)(4): patient/caregiver. Dose or amount: 110nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6)2014 to current. Diagnosis or reason for use: pah.